Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urine retention and urinary frequency. (B)(4).

Manufacturer narrative:
Date sent to FDA: 08/09/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, squirting urine, spotting, passed some blood clots, urinary infection, nocturia, and vaginal atrophy.

Event description:
It was reported that following insertion the patient experienced urinary leakage, squirting urine, spotting, passed some blood clots, urinary infection, nocturia, and vaginal atrophy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy due to pelvic organ prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.